Event description:
The pq/iq CT scanners predicate device is the 1200sx CT scanner. The 1200sx does not show a premarket notification -510k- number. Phillips has not produced a 510k number. Therefore, the 1200sx, 600se, pq/iq CT scanners is/or may be adulterated by the description in 21 cfr.